Event description:
We received a request for this patient's prior mammograms to be sent to another facility. Upon review of her images to prepare to print them, it was discovered that one of her images failed to save into our electronic storage system. It is unrecoverable.